Manufacturer narrative:
(B)(4). It was reported that on an unknown date, the patient completed antibiotic therapy for bacterial peritonitis and recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day as the onset, the patient was treated with ceftazidime (intraperitoneally (ip), daily, dose and duration not reported) and vancomycin (ip, dose, duration and frequency not reported) for peritonitis. The patient was discharged from the hospital after three days. At the time of this report, the treatment with antibiotics was ongoing and the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time. This is report 3 of 4 involved in this event.